Event description:
It was reported that during abdominal aortic aneurysm surgery and endovalve repair, while suturing with the polypropylene monofilament, the sutures broke in the middle and suture integrity was lost. This resulted in the need for resuturing, greater than normal intraoperative bleeding and an extension of the surgical procedure by 20 minutes. It was reported that three sutures from the same product and lot was involved and an additional new suture was used without issue.

Manufacturer narrative:
D10 concomitant medical products: vp-522-x, vp-522-x surgipro ii 3-0 blu 90cm v20da (lot#:d2m0240y), vp-522-x, vp-522-x surgipro ii 3-0 blu 90cm v20da (lot#:d2m0240y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.